Event description:
It was reported that while using bottle tsb w/screw cap 100ml 10 ea missing label information was observed by the laboratory personnel. There was no indication that the product was used incorrectly and there was no report of patient impact.

Manufacturer narrative:
H6: investigation: material 299416 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The media is dispensed into bottles; caps are applied manually then torqued by machine per a standard operating procedure (sop). The bottles are then labeled and terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, bottles are packaged into final shipping configurations. The batch history record review for batch 0245141 was satisfactory and no notifications were generated during manufacturing and inspection. Labeling and packaging processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and the only other complaints on this batch were taken from this customer for other defects (missing label, illegible label, broken bottle, cap difficult to open). Retention samples from batch 0245141 (10 bottles) were available for inspection. All 10 retention bottles did possess a properly affixed label. One of the bottles did have smudged print on two digits of the material number in the upper right corner of the bottle label. It is noted that though the "94" of "299416" is difficult to read, the rest of the label remains legible. The batch/lot number, expiration date, storage temperature, product description and manufacturer information can still be clearly read. There were no broken or cracked bottles found in the retention samples. For this complaint, a video was received for investigation. The video shows a 100ml bottle medium tan-yellow media being spun around to show there is no bottle label. There is a bottle in the background where the material number, 299416, and the last number of the expiration date, 31, can be read. Though the batch information cannot be verified from the video submitted for this complaint, other photos and returns from this customer have verified batch 0245141. The labeling process for material 299416 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels applied to bottles, affixed to the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label reconciliation for batch 0245141 shows there was an excess of bottle labels after manufacturing. Though amount in excess was within the allowable limits per procedures, it supports the customer observation of one bottle without a bottle label. Bd will continue to trend complaints for labeling and broken bottles. The complaint can be confirmed for a missing bottle label.

Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ trypticase¿ soy broth catalog number 211768 which is a class 1, preamendment device. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bottle tsb w/screw cap 100ml 10 ea missing label information was observed by the laboratory personnel. There was no indication that the product was used incorrectly and there was no report of patient impact.